Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had rashes when wearing the sensor and he saw blood on site. The customer¿s blood glucose was unknown. The troubleshooting was performed for the site issue. Customer reported that they received medical treatment as a result of the site issue. The sensor will not be returned for analysis.